Manufacturer narrative:
(B)(4). Foreign - malfunction occurred in (B)(6). Reported event was confirmed by review of actual device received. Visual examination of the returned device confirmed the reported event as the impactor pad is damaged and pieces of the pad have fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear and fracture. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, while trialing the femur, the white plastic on the impactor was worn and fractured.